Event description:
The customer contact reported the device overheated. The device was returned to the biomedical department with a note that stated, "over heated". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of adverse patient events and no reported delays of critical therapies while the device was in clinical use. During a review of the device history at the user facility s233 (overtemperature-psc) malfunction alarm codes were noted. No additional information was provided

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During a review of the device history at the user facility s233 (overtemperature-psc) malfunction alarm codes were noted. The problem cause was due to a broken power management printed circuit board. This report represents all the information known by the reporter upon query by hospira personnel.